Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 425 mg/dl. The customer's mother stated that she did not have the device with her and, therefore, could not troubleshoot. Advised the caller to call back when the device was available. Nothing further reported.